Event description:
Reporter noted error message, system not tuning. Experienced posterior capsule tear. Additional information noted agency scrub nurse had not screwed tip in tightly enough. This was source of the problem.